Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, it was determined that the drawer operated normally. A technical support specialist (tss) stated that when the customer attempted to dispense the medication again, the drawer opened normally while the waited to remote in. The system functioned as intended and then tss closed the case.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux user tried to issue a medication but the drawer did not open, later while user was waiting to remote into the cabinet she attempted to dispense the medication again, that time the drawer opened as normal. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.